Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery gauge dropped from 70% to 20% while connected to a power source. The customer's blood glucose level was 100 (mg/dl). Reportedly, the pump was able to be charged to 100% successfully and the customer would continue to use the pump for insulin therapy.